Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) recorded a few high out of range pace impedance alerts on this right ventricular (rv) lead. Myopotentials had been noticed but this device is not sensing it, technical services (ts) indicated that this is not normal for a dedicated bipolar lead. Ts suspected spring contact issues between the patient's ICD and this rv lead. High and variable capture thresholds has been noticed as well that likely are related to the patient's medication. Further information indicates that isometrics and pocket manipulation were applied, but no noise was found. No corrective actions had been taken, this patient will likely be monitored until further notice. Eventually, this rv lead was surgically abandoned and replaced due to the mentioned issues. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)